Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that the implant was not at the desired location. User replanned the implant a little less deep and continued with the procedure. The user noticed that the collet between the motor and the hand piece was loose; neocis assistant fixed the issue no further injury or additional medical intervention was reported as a result of this event.

Manufacturer narrative:
The device was not returned. The user indicated that he may have penetrated the cortical wall of the nasal cavity; however, it was never confirmed. Before closing the site, the surgeon grafted the labial wall. With review of the available information, there is no evidence to indicate any device malfunction. A definitive root cause for the event could not be determined. Possible factors that may have attributed to the event include any pre-existing patient medical history, user error, or the collet between the motor and the hand piece being loose. No further patient injury or additional medical intervention was reported as a result of this event. This issue is being reported in an abundance of caution.